Event description:
Technician alleged that the right siderail is not latching. No pt impact.

Manufacturer narrative:
The technician took apart the right siderail latch and lubricated it to resolve the issue.